Event description:
It was reported that, during the implant of this right atrial (ra) lead, high out of range pacing impedances were measured with both the device and the pacing system analyzer (psa). However, both sensing and pacing thresholds were within normal limits. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant of this right atrial (ra) lead, high out of range pacing impedances were measured with both the device and the pacing system analyzer (psa). However, both sensing and pacing thresholds were within normal limits. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.